Manufacturer narrative:
Follow-up repair information per biomedical engineer he said that he run the unit and the reported problem was not duplicated. No part was replaced.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with blower temperature high error. The customer reported there was no patient involvement.